Manufacturer narrative:
Initial 4 of 8. E1: patient city: (B)(6). Patient country: austria. Establishment name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported eight issues that the patient stated that tape does not stick and it came off prior to seven days wear time on (B)(6) 2026.